Event description:
It was reported on (B)(6) 2013 that the facility advised the standard console with irrigation (part # 05.001.000; lot # 001197) has no power. No additional information was provided. Update: additional information was reported on (B)(6) 2014 via facility completed questionnaire. Facility clarified/confirmed the event occurred on (B)(6) 2013 during an procedure on (B)(6) male with recurrent shoulder dislocation requiring latter jet procedure. Another device was used to complete procedure with no further problem, no harm to patient. Procedure delayed less than 5 minutes. No additional information available. This report event is for a device instrument. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional information provided by facility questionnaire on (B)(4) 2014; the new details deemed the MDR change from non-reportable to reportable status. Additional product code/s: dzi, erl and hbe. The device is an instrument and not implanted/explanted. The investigation could not be completed;no conclusion could be drawn, as no product was received. A review of the service history records and additional evaluation have been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)